Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarmed battery out limit so the customer changed the battery. Even after the battery change the insulin pump still alarmed battery out limit. The customer tried clearing the alarm, but the keypad of the device was unresponsive and there was another error alarm. The customer's blood glucose was 5.7 mmol/l. The discontinuation of the device was advised. Nothing further was reported.